Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Oversensing in ventricle was noted approx. 145 months after the implantation. This lead was capped and replaced with a new one. Should additional information be received, this file will be updated.